Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. It was confirmed that the biomedical technician was waiting on a replacement function board to complete the repair and return the machine to service. Additional due diligence attempts were exhausted, but additional information was not provided. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported a fresenius 2008t machine showing the incorrect trending report treatment time after the patient was finished with their treatment. The treatment time was incorrectly showing as 6 hours instead of the correct 3.5 hour treatment. It was later confirmed that the clinic staff was aware of the issue, and confirmed the patient completed treatment on the machine in the scheduled 3.5 hours with no injury, adverse event, or medical intervention. The biomed was reportedly waiting for a replacement function board to complete the machine repair. Due diligence attempts were exhausted, but additional information was not provided.